Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following complaint information was documented: "under processed tissues, processing cycle ran to completion with no error messages. The tissues were on retort a and b, about 208 cassettes effected [sic], with mainly gi biopsies. May need reprocessing, user has not changed any reagents after the processing. Unit in another room and user not able to report the reagent concentrations of the alcohols." On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) visited the customer site and documented that the patient tissue samples exhibiting sub-optimal processing were derived one (1) "3 hour protocol" comprising 211 cassettes, which completed in retort b at 22:04pm on 09 august 2022; the tissue type of the affected patient samples was "gi biopsy"; the patient tissue from 80 cases had been re-processed using an unspecified regimen; all patient cases involved in the adverse event were diagnosable and re-biopsy of a patient was not either recommended or performed. The size(s) of the affected patient tissue samples was not provided. The fas recorded both the ethanol concentration in bottles 3-10 inclusive measured using a hydrometer, and that calculated by the instrument software. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limits of +/-5% except in bottles 3 and 7. The measure ethanol concentration in bottles 3 and 7 was 85.5 and 68.5 respectively, with the corresponding calculated ethanol concentration being 99% in both instances. On 17 august 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
The facts indicate that bottle 3 (ethanol) was not in contact with the corresponding sensor for four (4) seconds at 14:20pm on 04 august 2022, which is not sufficient time to replace the reagent in this bottle; and the station properties were subsequently reset, with a user affirming in the instrument software that the ethanol concentration in bottle 3 was 100%. Section 5.4.4 of the leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Due to this use error, the ethanol concentration in bottle 3 would have remained at 79.7%. Bottle 3 (ethanol) was also not in contact with the corresponding sensor for four (4) seconds at 20:46pm on 04 august 2022, which is not sufficient time to replace the reagent in this bottle; and the station properties were subsequently reset, with a user affirming in the instrument software that the ethanol concentration in bottle 3 was 100%. Due to this error, the ethanol concentration in bottle 3 would have remained at 79.7%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The minimum ethanol concentration required for use in the final dehydration step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. As the reagent from bottle 3 (ethanol) and/or reagents contaminated due to the use errors detailed were used during execution of the seven (7) tissue processing runs, which either started or completed between 19:02pm on 04 august 2022 and 22:04pm on 09 august 2022, the quality of processing of patient tissue samples from these seven (7) tissue processing runs would have been sub-optimal. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the seven (7) tissue processing runs, which either started or completed between 19:02pm on 04 august 2022 and 22:04pm on 09 august 2022.